Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of infusion difficulty was inconclusive due to the state of the sample. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The product contained usage residue coating the catheter interior (as viewed through the clear stripe) and a suture wing was tightly attached near the 39cm depth marking. Gross visual evaluation of the sample revealed a permanent kink impression between the 40cm-41cm depth marking and it was approximately 1cm proximal to the suture wing. Further examination for potential occlusion revealed no potential blockage along the length of the catheter. The sample was tested for fluid patency and was found to be patent to infusion using water and a 12ml syringe. It is possible that the permanent kink impression contributed to the described event but it could not be verified that it had in fact done so. Additionally, the observed usage residue coating the catheter interior may be indicative of inadequate catheter maintenance but what little residue remained did not affect the operation of the device. No potential manufacture cause was discovered and it was known from the provided implant and explant dates that the catheter had functioned normally for over 1.5 months. Due to the potential for flow issues but inability to confirm the issue the complaint was inconclusive.

Event description:
It was reported that the user was unable to infuse saline in the PICC. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the user was unable to infuse saline in the PICC. No patient harm was reported.